Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke when knotted. There were no adverse patient consequences reported. No additional information was reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/26/2018. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch ljh568 mfg date: 08/12/2017, exp date: 07/31/2022. Batch leb374 mfg date: 05/01/2017, exp date: 04/30/2022. Batch lcp907 mfg date: 03/06/2017, exp date: 02/28/2022. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Investigation summary: it was reported performance breakage suture. Three unopened samples of product code 18501, lot ljh568. The issued sample was not received for analysis. During the visual inspection of three samples, no defects were found on the packages. Samples were opened, and the swage and attachment area were noted to be as expected. Sutures were dispensed without problems and examined along of the strands and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Two unopened samples of product code 18501, lot leb374. The issued sample was not received for analysis. During the visual inspection of two samples, no defects were found on the packages. Samples were opened, and the swage and attachment area were noted to be as expected. Sutures were dispensed without problems and examined along of the strands and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. An unopened sample of product code 18501, lot lcp907. The issued sample was not received for analysis. During the visual inspection of a sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative sample, no performance - breakage suture was found and the tested samples met the finished goods requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot ljh568 was initially reported. Unopened representative samples were returned for reported lot of ljh568, as well as for lots leb374 and lcp907. Were the unopened representative samples for lots leb374 and lcp907 returned in error? Is there a complaint against lot leb374? Is there a complaint against lot lcp907? Was there only 1 device involved in the event with an unknown lot number and possible lot numbers of ljh568, leb374 and lcp907?

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.